Manufacturer narrative:
Explant was reported due to an unknown cause. The investigation found that leaflets 1 and 3 were torn, and that the tears were associated with calcifications. Leaflets 1 and 3 had fibrous thickening and calcifications. There was circumferential fibrous pannus ingrowth on the inflow surface and on the outflow surface of leaflet 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the exact reason for valve explant remains unknown, calcification, tears and pannus could lead to a number of potential issues with valve functionality.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on an unknown date in 2012 a 25mm sjm trifecta valve was implanted. On an unknown date the valve was explanted for unknown reasons. The patient is reported to be recovering. Additional information has been requested and is pending.